Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to non-original product sample return. One photo sample of a 3fr powerpicc sv catheter was provided for evaluation. The image appears to be a non-original stock photo. The image has a red circle drawn over the proximal luer hub and extension leg interface. The image does not appear to show the damage described in the reported event description. Since the reported event could not be confirmed from the photo provided, the complaint remains inconclusive at this time. Possible contributing factors include handling, securement method, material fatigue, and sharp instrument damage. A lot history review (lhr) of redz0177 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redz0177) have been reported from the same facility.

Event description:
It was reported the PICC line develop leaking at the junction between the luer hub and the extension leg of the catheter. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz0177 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redz0177) have been reported from the same facility.

Event description:
It was reported the PICC line develop leaking at the junction between the luer hub and the extension leg of the catheter. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed, and corrective action has been taken regarding failures of this type. One 3 fr single lumen powerpicc provena catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The ink on the extension leg and luer hub was observed to be worn and faded. A needleless injection cap was returned on the luer hub. A hole was observed in the tubing of the extension leg just within the distal end of the luer hub. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported the PICC line develop leaking at the junction between the luer hub and the extension leg of the catheter. No other information was provided.